Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2020.

Event description:
The customer reported that the overheat alarm occurred during patient use. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The customer's biomed reported that the filters were very dirty. The customer's biomed reported that they cleaned the air inlet filter and put the unit back in service.